Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The rash was described as raw and blistered. The patient's doctor instructed the patient to use calmoseptine lotion on the rash. The patient reported that the rash had improved after using the lotion.